Event description:
It was reported the stimulator was connected to an implanted lead three times and had high impedances each time. Most combinations were greater than 4,000 ohms. Some combinations showed ¿???¿ and the reading was unavailable. The stimulator was replaced. The patient was receiving effective therapy. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0rn4w, implanted: (B)(6) 2015, product type lead. (B)(4).